Event description:
It was reported that an asymptomatic patient was seen in clinic and the atrial lead exhibited noise, which led to inappropriate auto mode switch episodes. The noise was reproducible through isometrics. The lead also exhibited low impedance. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.